Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic, upon interrogation, it was noted that the right ventricular (rv) lead exhibited over-sensing and high capture threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.